Event description:
Event 1 [redacted] mfg [manufacturer] product code: 10439072, lot: g4155712. During prep of the ultrasound catheter, the catheter would not map to the pui. The catheter was removed and replaced with no harm to the patient. Event 2 [redacted] mfg product code: 10439072, lot: g4155200. After placed into the patient, there was a sensor error with soundstar eco. This catheter was removed and replaced with no harm to the patient. Event 3 [redacted] mfg product code: 10439072, lot: g4155714. The soundstar eco ultrasound catheter registered a sensor error after placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ultrasound catheter, soundstar eco ultrasound catheter (per site reporter). Mfg [manufacturer] notified by the site.